Event description:
It was reported that (1) tlc75 was used during a colectomy procedure. It was reported by the rep that they could not fire instrument. It is unknown how the case was completed. There was no consequence to pt.